Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.